Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had inadequate stimulation due to lead migration. The patient underwent revision procedure wherein the leads were replaced. The physician did not suspect device malfunction. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.